Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Childs blood sugar high for 48 hours [blood glucose increased]. Blood sugars improved following change of pen (due to device issue) [device issue]. Case description: this serious spontaneous (B)(6) case from (B)(6) was reported by a nurse as "child's blood sugar high for 48 hours" beginning on (B)(6)-2015 and "blood sugars improved following change of pen (due to device issue)" with an unspecified onset date, and concerned a (B)(6)-year-old female patient who was treated with novorapid penfill (fast acting insulin aspart) from unknown start date to (B)(6)-2015 for diabetes and used novopen echo (insulin delivery device) from (B)(6)-2015 to (B)(6)-2015 due to diabetes. (B)(6). Medical history included diabetes diagnosed on (B)(6)-2014. The patient had a family history of diabetes as father has diabetes. The patient was using novorapid penfill with novopen echo from (B)(6)-2015. Daily dose of novorapid was 22 u subcutaneously by using with echo pen. The patient was adjusting the dose depends on the blood sugar and as per the meals. The patient had normal increase in insulin requirement. The most recent hba1c value was reported as 59 mmol/mol. There was no recent change in diet or exercise/physical activity. No other co-concomitant medication was reported. There was no co-existing conditions leading to increased insulin requirements. On (B)(6)-2015, the patient's mother reported that blood sugars of the patient had been high for 48 hrs since (B)(6)-2015 despite doses of novorapid via echo pen. The last dose of novorapid penfill with novopen echo was taken on (B)(6)-2015 at 08.00 am. The patient's blood glucose value at the time of event was reported as 25 mmol. The patient's mother was advised to use alternative pen and insulin. Following change of novopen echo, and use of novorapid flexpen, blood sugar values improved. C-peptide test, glucagon test and other relevant tests were not performed. Lack of efficacy was not suspected with novorapid penfill. Action taken to novorapid penfill was reported as product discontinued. Action taken to novopen echo was reported as product discontinued and the patient started with novorapid flexpen without change in the dose. On (B)(6)-2015 the outcome for the event "childs blood sugar high for 48 hours" was recovered. The outcome for the event "blood sugars improved following change of pen (due to device issue)" was not reported. Reporter's comment was reported as novorapid and novopen echo had been returned to novo nordisk for evaluation. Alternate aetiology for this case was that it could be a combination of technique or pen device failure investigation results novorapid penfill 3 ml, batch number: dr78394: a batch trend report was created. Nothing abnormal was found. A reference sample check was performed on efficacy. No irregularities were observed on the reference sample in question. Novopen echo, batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case was updated with the follow up information -patient details. -medical history. -indication. -action taken to novorapid penfill and novopen echo. -the outcome of the events. -causality of the events. -"the product was returned for evaluation" in the current location of the device was added. -narrative and relevant fields updated accordingly. -investigation results updated. Investigation results updated: name: novorapid penfill 3 ml, batch number: dr78394. (B)(4): a batch trend report has been created. Nothing abnormal was found. The product was not returned for examination. If possible, please forward the sample(s) in question for further investigations. A reference sample check was performed on efficacy. No irregularities were observed on the reference sample in question. Name: novopen echo.&#60192;batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novopen echo. Batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: investigation results updated: name: novorapid penfill 3 ml, batch number:(B)(4). The product was not yet received in novo nordisk a/s for examination. A batch trend report has been created. Nothing abnormal was found. A reference sample check was performed on efficacy. No irregularities were observed on the reference sample in question. Name: novopen echo; batch number: unknown; no investigation was possible, because neither sample nor batch number was available. Since last submission the case was updated with the follow up information: no corrective action as no investigation was possible; investigation results updated; manufacturer comment updated; narrative and relevant fields updated accordingly. Final manufacturer comment: on 13-aug-2015: the sample has not been received yet in novo nordisk a/s for investigation. Investigation result of novorapid penfill reference sample was normal. No investigation of novopen echo was possible as batch no. Is unknown and no sample is available at the time or reporting. Due to above and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in this case.

Event description:
Childs blood sugar high for 24 hrs [blood glucose increased]. Blood sugars improved following change of pen (due to device issue) [device issues]. Case description: this serious spontaneous regulatory authority (medicines and healthcare products regulatory agency (B)(4))) case from the (B)(6) was reported by a nurse as "child's blood sugar high for 24 hours" beginning on (B)(6) 2015, and "blood sugars improved following change of pen (due to device issue)" with an unspecified onset date; and concerned a child pt (age and gender not reported) who was treated with novorapid penfill (fast acting insulin aspart) from unk start date for an unk indication. And used novopen echo (insulin delivery device) from unk date as device therapy. Pt's height, weight and body mass index (bmi) were not reported. Medical history was not provided. The pt was using novorapid penfill with novopen echo. On (B)(6)2015, the pt's mother reported that blood sugars of the pt had been high for 24 hrs despite doses of novorapid via echo pen. The pt's mother was advised to use alternative pen and insulin. Following change of novopen echo, blood sugar values improved. It was reported, that the pen has been returned to novo nordisk for investigation. Action taken to novorapid penfill was not reported. Action taken to novopen echo was reported as product discontinued and started with new pen after which event improved. The outcome for the event "child's blood sugar high for 24 hours" was unk. The outcome for the event "blood sugars improved following change of pen (due to device issue)" was not reported.

Manufacturer narrative:
Investigation results: novorapid penfill 3 ml, batch #:(B)(4): a batch trend report was created. Nothing abnormal was found. The product was not returned for examination. A reference sample check was performed on efficacy. No irregularities were observed on the reference sample in question. Evaluation summary. Novopen echo - batch unk. No investigation was possible, because neither sample nor batch number was available. Manufacturer comment: on (B)(6) 2015: the sample has not been received yet in novo nordisk for investigation. No investigation is possible as batch number is unk and no sample is available.